Manufacturer narrative:
Product h3: analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 pushwire was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The distal end of the pushwire was not returned. In addition, the catheter was not returned with the device. Damaged location details: the solitaire fr 6-30 pushwire was observed to be broken at the distal end of the marker coil. The marker coil appeared to be in good condition. No bends or kinks were found on the pusher, and no other anomalies were found. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. The broken end of the pushwire was sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that the broken end failed via tension overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿stent resistance/stuck in sheath¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device was damaged. The broken end of the pushwire failed via tension overload. The damage likely occurred when the customer attempted to advance/retrieve the solitaire fr 6-30 stent device through the catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a possible cause. Thus, vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure may have contributed to the resistance failure. Since the catheter was not returned, any contribution to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire stent could not be pushed out of the protective sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient was involved in the event. Additional information received reported that the procedure was completed using a replacement solitaire. The tip of the sheath was secured in the hub of the microcatheter, and the rhv was secured during delivery. A continuous saline flush had been administered and maintained as indicated in the IFU.